Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer had suspended the insulin pump when it alarmed button error. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.